Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure, the clipping could not be performed with the cartridges. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. There was no patient harm.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.